Event description:
Information was received from the patient regarding their external equipment. Patient reported that his lockout was set to 2 hours and sometimes after he gets a bolus and after it says he is locked out for as 1h 59m or 1h 58min. Patient services explained if the lockout screen appears 60 second or more after the bolus was delivered. Patient stated it takes forever to get bolus. Patient services had patient clear the data on the handset to speed up communication. Patient would call back if he needs further assistance in the future. Additional information was received a consumer (con) who indicated having the same issue with waiting a long time for the 90% completion when getting a bolus. The technical service (ts) walked the patient through on clearing the logs and the patient stated that he would call back if that did not help. Additional information was received from the patient. It was reported that the patient was experiencing poor/intermittent communicat ion/telemetry.

Manufacturer narrative:
Product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.